Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer was hospitalized due to hyperglycemia on end of january with blood glucose level was 500 mg/dl, 423 mg/dl at time of incident and the current blood glucose level was 161 mg/dl. The customer was assisted with troubleshooting. The customer was treated with insulin pump and manual injection. Customer was using insulin pump system within 48 hours of reported high blood glucose event. The customer stated that the symptoms related to high blood glucose such as nausea. Customer alleges that the insulin pump was under delivering because there has been cracked on the insulin pump. Customer states that the drive support cap appears normal. Customer stated insulin exited at the quick release. Customer stated that the insulin pump was dropped few times and had crack starting on right corner of the screen up to the case about three quarter of an inch and also crack on the screen of the reservoir compartment. Customer stated the reservoir was able to lock in place when inserted into insulin pump. The device will be returned for analysis.

Manufacturer narrative:
Insulin pump received unable to perform the displacement, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test due to completely broken reservoir tube lip.